Event description:
It was reported that the customer has passed away at home. The cause of death was heart arrhythmia/ cardiac heart disease. The customer became ill two years prior to death. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed to return the insulin pump for analysis. The caller stated that her daughter is in possession of the insulin pump because she intends to use it. The caller stated that a carelink upload could not be done at the time of the phone call because the insulin pump was in another state. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.